Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis in a fair condition. During analysis, the device was tested 3 times, all 3 tests passed within our internal specification, however, the downstream sensor will be replaced as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths cadd-legacy® plus pump failed the high and low tests. The event occurred during calibration with no patient involvement.